Manufacturer narrative:
The device has been returned and is pending investigation by the lab. A supplemental report will be submitted once the investigation has been completed. We are unable to confirm the uncommanded boluses or to determine the root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Lockdown. Cloud - omnipod 5 software app version. 1.2.4. Cloud - smartphone operating system. N5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware. N5004l. Cloud - cgm sensor type. Unspecified.

Event description:
The patient reported that the omnipod system had delivered multiple boluses without any interaction on her part. The patient does not have a cgm (continuous glucose monitor), therefore the system is used manual mode. She reported rarely using the smartbolus feature and mainly delivers manual boluses. The patient mentioned she noticed the uncommanded boluses because after delivering a bolus, her iob (insulin on board) does not decline within the 4 hour timeframe her omnipod system is set to. She feels additional boluses were delivered after she had programmed an earlier bolus. The patient reported on one occasion an alleged uncommanded bolus happened when she was out running in her neighborhood. Additionally, she stated she could tell that insulin was being injected into her based upon how she felt. Blood glucose levels associated with the uncommanded boluses were not provided. The patient did not require medical attention. The device has been returned and is pending investigation.

Manufacturer narrative:
H6 investigation findings corrected to c19, and investigation conclusion updated to d14.